Event description:
Related manufacturer reference number: 2017865-2022-22626. It was reported that the patient presented to the hospital remotely for a follow-up on (B)(6) 2022. Review of the transmission revealed that the implantable cardioverter defibrillator (ICD) was competitive ventricular pacing which was caused by under sensed r-waves. There was noise noted on the right ventricular (rv) lead. Programming changes were made. The patient was in stable condition throughout.